Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Since the implant duration is unknown, as a conservative approach, an implant duration of both lesser than 5 years and greater than 5 years is being considered for the evaluation. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 23mm aortic pericardial valve has been placed under consideration for a valve-in-valve procedure after an unknown duration of implant due to aortic stenosis secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. The device was not returned for evaluation as it remained implanted. The patient was a 93 y-o female. No further information was provided by the doctor, such as mode, serial number, implant duration, or medical history.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.